Event description:
Pump unexpectedly displayed reset screen. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resumed insulin after receiving reassurance from technical support that the reset was a built-in safety feature.